Manufacturer narrative:
Initial and final (B)(4) - device 4 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced five events of infusion set kinked cannula from (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was abdomen. The patient observed bleeding at he impacted area of insertion site. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.